Event description:
It was reported that the insulin pump alarmed motor error. Customer was unable to complete rewind. Customer's blood glucose reading at the time of the call was 100 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.